Event description:
It was reported (B)(6), 2010 that there were telemetry issues with the device. It was suspected that there was an overdischarge and it was recommended that a physician mode recharge be performed. Problems with recharge coupling were primary reason for overdischarge. It was reported on (B)(6), 2010 that patient's stimulator had not been working since approximately (B)(6) 2010. Patient could not get stimulation or recharge it, could not make any communication with it at all. Company representative met with patient and doctor and decided to replace generator. Patient now has a new unit and everything is working out great for patient.

Manufacturer narrative:
(B)(4).